Event description:
The customer reported that while the unit was in use on a pt, the unit shut down on battery power after one hr of operation, and the customer did not hear an audible alarm. No pt injury was reported.